Event description:
(B)(6) 2022 (B)(4) (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient has "some impedance issues" the caller checked impedance values today and a few had the green indicator. The caller reported that one side of the paddle is "out", the left side 0-7 were displayed values of 40000ohm. The caller indicated that the electrodes on the right side of the lead had some green indicators. The caller indicated that the values and color of indicators were changing each time they ran the impedances. The caller attempted to program around the high impedance values and it was not effective. During the call the caller indicated that the indicators for electrodes 0-7 were red and the caller red the following impedances for electrode 8. Ref 8 electrodes 10 11 12 and 14 were in the 800ohm range all other values are above 30000ohms. The issue was not resolved through troubleshooting. Tss reviewed impedance considerations. The caller will follow-up with the healthcare provider (hcp). The caller indicated that the patient's issue started when they had a component replaced which was on (B)(6) 2022 according to (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c190 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was this morning the pts programming started to malfunction for it was not holding programs in it. Pt had programmed group a with 4 programs, group b with 1 program, and group c with 2 programs. All of the programs had been reduced this morning. Pt went and say their program was at .4 so they reset the controller and got it to .9, the pulse width was at 60 while the rate was at 40 when both rate and pulse width use to be a lot higher. Pt said it refuses when it should be all. Pt verified they had no recent falls or traumas. The patient was redirected to their healthcare provider to further address the issue. Pt had contact info for their manufacturer representative, so they were going to call the rep.  No symptoms reported. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient has "some impedance issues" the caller checked impedance values today and a few had the green indicator. The caller reported that one side of the paddle is "out", the left side 0-7 were displayed values of 40000ohm. The caller indicated that the electrodes on the right side of the lead had some green indicators. The caller indicated that the values and color of indicators were changing each time they ran the impedances. The caller attempted to program around the high impedance values and it was not effective. During the call the caller indicated that the indicators for electrodes 0-7 were red and the caller red the following impedances for electrode 8. Ref 8 electrodes 10 11 12 and 14 were in the 800ohm range all other values are above 30000ohms. The issue was not resolved through troubleshooting. Tss reviewed impedance considerations. The caller will follow-up with the healthcare provider (hcp). The caller indicated that the patient's issue started when they had a component replaced which was on (B)(6) 2022 according to case (B)(6). Additional information from the patient indicated that they had high outside activity that led to the high impedances; horse riding. They stated that they may have a wire short. Additional information was received from the patient. The patient reiterated previously stated information regarding the settings not holding and mentioned the paddle and device failed. They scheduled surgery for (B)(6). Additional information was received from the manufacturer representative (rep). It was reported that the lead was fractured/damaged/broken. Bad connectivity and impedance after multiple attempts of reprogramming. There were high impedances and 80% of leads 40k impedance. The patient had a device revision and changed out surgical paddle. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c190 serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead was fractured/damaged/broken. Bad connectivity and impedance after multiple attempts of reprogramming. There were high impedances and 80% of leads 40k impedance. The patient had a device revision and changed out surgical paddle. The issue was resolved.

Event description:
Additional information from the patient indicated that they had high outside activity that led to the high impedances; horse riding. They stated that they may have a wire short.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.